Manufacturer narrative:
The investigation of this complaint is in progress. A supplemental report will be submitted upon completion of investigation. The actual device involved in this event was not returned for eval. However, the customer returned 3 samples from a different lot - lot # u4785. No complaints have been rec'd for lot # u4785 from this customer.

Event description:
It was reported that bubbles were noted in the anterior chamber, between the sleeve and the phaco needle during cataract surgery. The customer also reported that it was difficult to introduce the sleeve through a 1.8mm incision. There was no pt injury.